Manufacturer narrative:
After additional review it was determined that issue was not a device/malfunction issue, but rather a therapy issue. Fdd (B)(4) was replaced with (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the patient was initially implanted for a brain injury she had for 42 years that was not giving the brain signals for using the bathroom. Patient was initially implanted in utah and the therapy worked fine. Patient moved to nebraska, where the ins battery was changed due to normal battery life. The patient reported that since the current implant had put in, it had not worked for the patient. Patient reported going to the bathroom every half an hour at night. Patient spoke to their doctor about this and the doctor said that the implant would never work for the patient because she had a brain injury. Patient was advised to meet with the rep for troubleshooting, reps were emailed to inform of the situation. Patient was redirected to follow up with hcp for troubleshooting. Patient did not seem to wish to return to doctor who said ins would not work and was having trouble getting her message across to the only other doctor in the area. No further device complications reported. No other symptoms reported/anticipated.